Event description:
The swedish medical products agency reported to sunrise germany that an incident occurred with an end user and a jay easy cushion. The end user reported that while sitting in his wheelchair on the balcony and smoking a cigarette, he noticed the seat upholstery began to burn. The wheelchair that the end user was using is not a sunrise medical product. The end user allegedly sustained burns on the back of both of his thighs. The jay easy cushion complies with (B)(4) and is flame retardant. The cushion was returned to sunrise medical for evaluation.

Manufacturer narrative:
Background information: the age of the cushion at the time of the complaint is unknown. The expected lifetime of a wheelchair cushion is two years. Jay easy cushion owner's manual, rev. C states: "avoid sharp objects or exposure to excessive heat or open flame." The jay easy cushion complies with (B)(4) and is flame retardant. Discussion: in reviewing the complaint, the swedish medical products agency reported to sunrise germany that an incident occurred with an end user and a jay easy cushion. The end user reported that while sitting in his wheelchair on the balcony and smoking a cigarette, he noticed the seat upholstery began to burn. The lit cigarette then became stuck between the cushion and the seat upholstery in the front right corner. It is unclear how the incident unfolded. The wheelchair and the jay easy cushion ignited on fire. . The wheelchair that the end user was using is not a sunrise medical product. The cushion was returned to sunrise medical for evaluation. There is no further information on the incident and how the fire progressed. The end user allegedly sustained burns on the back of both of his thighs. The burns required the end user to need skin grafts. The end user has been hospitalized since the incident. Conclusion: the information in the complaint indicates the most probable cause as user error due to the lit cigarette/flame coming into extended contact with the wheelchair and cushion, leading to the subsequent fire. There is no indication of a product issue. The product in question met all product specifications before release for distribution at the time of shipping to the customer. This device is used for treatment, not diagnosis. Based on the allegation of serious injuries that required medical intervention and hospitalization, this MDR is being filed.